Manufacturer narrative:
Review of manufacturing records revealed no attributes that could have contributed to this event.

Event description:
This is a (B)(6) female with a history of stress fracture of her right femur. She had a right total hip arthroplasty in (B)(6) 1998. She broke below her tha in (B)(6) 2003. She had an orif. She now has complaints of pain and has a non-union fracture in her right femur midshaft. She is admitted to this facility for a revision right tha. All components were removed and replaced.